Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to user error due to improper insertion of the cassette.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/15/2024, it was reported by a sales representative via sems-(B)(4) that an ar-6480 dualwave arthroscopy pump had a pressure issue with no further information provided. This was discovered during a procedure, with no reported patient harm.additional information was requested.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. After inspection of ar-6480dw, arthroscopy pump, the complaint is confirmed. The inflow motor is not functioning properly. The cause of the failure is due to wear and tear to the age of the device. The manufacture date is 07/26/2017.